Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
Device evaluation selected.

Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during an acl procedure, it was impossible to clip the femoral aimer on the side hole. There was no surgical delay or patient injuries but it is unknown how the procedure was completed since no backup device was available. The complainant does not have further information.